Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the evaluation of arctic sun device, the unit was not able to cool and a test mixing pump was installed in order to cool the unit for decontamination. It was also reported that the ac cca board and power inlet module would need to be replaced as they showed signs of electrical overstress.

Manufacturer narrative:
The reported issue was confirmed by CAPA association as manufacturing related. The root cause of the reported issue was covered in CAPA. The ac cca board and power inlet module would need to be replaced as they showed signs of electrical overstress. Both the ac cca board and power inlet module were replaced. The root cause in CAPA were: the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process; single pull test did not provide stability of process; evidence was not provided when requested for maintenance of records or crimp tools; no crimp cross-sections provided. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device history record review and labelling review was not performed as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that during the evaluation of arctic sun device, the unit was not able to cool and a test mixing pump was installed in order to cool the unit for decontamination. It was also reported that the ac cca board and power inlet module would need to be replaced as they showed signs of electrical overstress.